Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device would not reverse, and was making excessive noise. Therefore, the reported condition that the device the device does not reverse when set in reverse and engaged was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device would not reverse. It was further determined that the device failed pretest for check for air leak, general condition, check for excessive noise, check reverse locking mechanism, and check starting behavior at 3 bar. It was noted in the service order that the device does not reverse when set in reverse and engaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.